Event description:
On (B)(6)2025, the user received an insulin "occlusion alert". When contacted later, the user reported the infusion set appeared to be inserted at an improper angle. A full supply change was completed during the call, after which insulin delivery resumed normally. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.